Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple patient samples from the cobas e 801 module. Sample 1 initial elecsys ft3 result was 19.7 pg/ml and the repeat result was 2.09 pg/ml. Sample 2 initial ft3 result was 24.0 pg/ml and the repeat result was 2.0 pg/ml. This patient was a (B)(6) female. Sample 3 initial ft3 result was 32.4 pg/ml and the repeat result was 2.6 pg/ml. This patient was a (B)(6) female. Sample 4 initial elecsys estradiol iii assay result was 3000 and the repeat result was 300. This patient was a (B)(6) female. Sample 5 initial elecsys folate iii result was >20 and the repeat result was 1.7. Initial elecsys vitamin b12 immunoassay result was >2000 and the repeat result was 139. This patient was a (B)(6) female. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative decontaminated of procell flowpath, recalibrated, and ran qc. The measuring cells were replaced and the analyzer was then working according specification. The investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with a used and/or contaminated procell bottle being placed on the analyzer.